Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on the same date, (B)(6) 2011, the pt developed urinary retention diagnosed by a bladder scan. The pt was treated with straight catheterization and recovered on the same day. Per physician, the event was of moderate severity and possibly related to coaptite. On (B)(6) 2011, the pt developed an urinary tract infection diagnosed by an urinalysis. The pt was treated with ciprofloxacin and recovered on (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Second lot used - 8005p10, 1020125, exp. 07/2013. The device history records for lot 1020122 and 1020125 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.